Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available h3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that maximal inspiratory pressure maneuver not working during use on a patient on the avea ventilator. The customer confirmed there was no patient harm associated with the reported event.